Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the 0-degree endoscope was not rotating correctly. The endoscope was moving differently than what the surgeon was commanding. Once the endoscope was reseated the issue was resolved. The technical support engineer (tse) reviewed the system logs, with no errors noted. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the endoscope and the endoscope¿s adapter/base were seemingly still engaged. No damage was observed on the endoscope.

Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) guided to the customer to reseat the endoscope in order to resolve the issue. When the endoscope was reseated, the endoscope was working properly, and no more errors were reported. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated or disconnected endoscope.